Event description:
(B)(4). 3 days after the procedure I started feeling like something sharp was stabbing me in my lower abdomen every time I laid on my back or turned a certain way. After about a month I started feeling sick all the time and I had a stabbing pain in my lower abdomen all the time. The doctor did the dye test to make sure they were in place and said my tubes were blocked in (B)(6) 2013. In (B)(6) 2014 I was referred to another gynecologist due to the severe pain and constant uterus infection, mucous discharge and heavy bleeding. They did an ultra sound and found my left tube was filled with fluid. I had both tubes removed because the left coil had protruded out of my tube. The right side was half way imbedded in my uterus and they couldn't get it all because it broke. Then I had an ablation done 6 months later because the bleeding was getting worse. Then on (B)(6) 2015 I had a full hysterectomy but left my ovaries to get the rest of essure out. The doctors also advised me in (B)(6) 2015 I have a severe case of a bladder disease called interstitial cystitis which is caused from toxins in the body. I got essure because it had no hormones and I was on life support in 2010 for both lungs filled with blood clots due to 4 types of blood clotting disorders I have such as protein s deficiency, protein c deficiency and 2 types of mthfr. Now because of essure my skin has turned very sensitive to touch and I've had several rashes all over my body.